Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion (olif) at l3-s1 due to degenerative disc disease (ddd). Intra-op, the threaded tip of the shaft broke using orthogonal motion while implanting interbody at level l4/5. Tip broke off in implant but was able to "unthread" and safely remove. No patient complication were reported due to this event.